Manufacturer narrative:
Initial and final MDR 1884143 - MDR 3003442380-2024-06271- device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that two infusion set tubing was leaking at around the adhesive. Event occurred on (B)(6) 2024 and (B)(6) 2024. Patient replaced infusion set and resumed insulin successfully. No further information was available.